Event description:
A us distributor contacted zoll to report that the lifevest was preventing a patient's pre-existing surgical site not to heal. It was reported that the lifevest irritated the area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removal of the lifevest due to skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.